Event description:
It was reported that during in service training performed by a getinge therapy specialist, the cardiosave intra-aortic balloon pump (iabp) was observed to have a helium leak from the tank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the customer's reported issue. The stm replaced the high pressure helium regulator which corrected the leak. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: (B)(6) which differs from that of the event site. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during in service training performed by a getinge therapy specialist, the cardiosave intra-aortic balloon pump (iabp) was observed to have a helium leak from the tank. There was no patient involvement, and no adverse event reported.